Manufacturer narrative:
Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis in this case, the patient required surgical intervention to treat the thrombosis leading to occlusion. The availability of the device for return is in progress. The root cause of the event remains indeterminable at this time; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. If new information is received, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm pericardial mitral valve was explanted after an implant duration of 3 (three) months and 14 days due to thrombus/vegetation obstructing the mitral valve. As reported, the patient developed progressive dyspnea and intermittent low grade fever during the previous week. White cell count was around 10-12000 cc and was on oral empirical antibiotics. A 2d echo showed a large mass ( thrombus /vegetation) sitting on the prosthetic valve obstructing the mitral valve completely. In view of her progressive symptoms the patient was operated. During surgery it was confirmed that mitral valve was completely obstructed on left atrial side by this mass. There was no distraction of the atrial rim or mitral aortic continuity. The valve was excised and a new bio prosthetic valve was implanted in replacement. As reported, the patient remained hemodynamically unstable and was supported on cardiopulmonary bypass and intra-aortic balloon pump. Unfortunately, the patient died on pod+1 after this re-do procedure. As reported, the patient was on acitrom(dicumerol) 2,3 mg on alternate days and it was discontinued 3 months after original surgery. Pt/inr of 2.5 to 3.5 was maintained 12 days before re-do surgery. The patient was on dual antiplatelet i.e clopidogrel 150mg+aspirin 150 mg once daily. Valve culture and histopathology reports are in progress.

Manufacturer narrative:
Based on the information received, the cause of death was cardiopulmonary arrest, sepsis, cardiogenic shock, multi organ failure, persistent metabolic acidosis and hyperkalamia. According to the histopathology and culture reports, there was fungal endocarditis (trichosporon asahii). Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the onset of endocarditis occurred after 60 days from implant. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Through further assessment, it was determined this event is non-device related. No corrective action is required.